Event description:
The complainant in the netherlands had inserted an impella cp for support in a patient with known peripheral arterial disease (pad). The pad was known to be "very severe". The patient's age, race, and gender were not shared with the abiomed field representative. The team made the choice to explant the femoral cp due to the occlusion of the extremity and place an axillary 5.0 instead. The limb was becoming ischemic after just over 7 hours of support.

Manufacturer narrative:
The medical center in europe discarded the impella pump at the time of explant and replacement to the impella 5.0. The pump benchtop analysis is not possible. Root cause determination is not possible. The native condition surely contributed to the ischemia. The failure mode will be monitored and trended.